Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 180 mg/dl. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose value at the time of emergency room visit was 61mg/dl. No significant events leading to the emergency room visit were observed. Customer was not wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to cracked end cap. No prime alarm noted. We were unable to perform the occlusion test, basic occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a scratched keypad overlay.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A follow-up phone call was made for more information regarding the event. It was stated that the customer was not connected to the pump when conducting the manual prime. However, it was stated that the customer felt the pump gave a huge bolus instead of the fixed prime of 0.5 that it should've given. It was stated that the pump delivered 100 ml of insulin automatically because that is how much insulin was missing from the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.